Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing operational check, the device was getting error codes 35v supply failed, 5v supply failed, 3.3v supply failed, ovp (over voltage protection) circuit failed, and motor control pcba adc failed messages. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the motor control pcba and the blower assembly. The device passed the required performance verification tests per philips standards and was returned to service.